Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Decreased sensing measurements and lead dislodgement were observed under x-ray. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.